Event description:
It was reported that the balloon ruptured occurred. The 99% target lesion was located in the moderately tortuous and severely calcified left popliteal. A 4.00mm/140cm/1.50cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres for 20 seconds. The balloon was simply removed from the patient's body. The procedure was completed with another same device. No patient complications were reported and the patient's condition after the procedure was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. A visual examination was performed on the returned device. The balloon was observed to be unfolded which indicated it had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. A visual and microscopic examination identified a longitudinal tear in the balloon material, the tear was noted to begin approximately 5mm distal to the distal edge of the proximal markerband and extended distally across the balloon material for approximately 10mm. No issues were noted with the balloon material that have contributed to the damage identified. A visual and microscopic examination of the tip, blades and markerbands identified no issues which could have potentially contributed to this complaint. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no damage or any issues along the length of the device that could have contributed to the complaint incident. No other issues were identified during device analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the balloon ruptured occurred. The 99% target lesion was located in the moderately tortuous and severely calcified left popliteal. A 4.00mm/140cm/1.50cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres for 20 seconds. The balloon was simply removed from the patient's body. The procedure was completed with another same device. No patient complications were reported and the patient's condition after the procedure was good.